Manufacturer narrative:
There is no known patient involvement. This facility has two heater-cooler system 3t units, (B)(4). The facility has not provided information about which serial number(s) is involved with this report. This information will be forwarded in a supplemental report if and when made available. The serial number related to this report has not yet been provided so the manufacture date cannot be determined. This information will be forwarded in a supplemental report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the perfusion water from the sorin heater-cooler system 3t tested positive for mycobacterium avium-intracellulare. A customer medwatch report, mw5059152, was received on february 4, 2016. There is no known patient involvement. The facility tested their units (serial numbers (B)(4)) after receiving the recommendation to do so from sorin group (B)(4). The facility stated that they had not been following the cleaning and disinfection procedure during the entire time they had the units, and they only started cleaning the unit (though not in accordance with the IFU) about 6 months prior to the event. One of the two units was found to be contaminated. Both of the units ((B)(4)) have been scrapped by the facility for internal damage unrelated to the contamination. The facility has installed a new unit and ordered a second sorin heater-cooler system 3t. A sorin group representative was dispatched to the facility to re-train the customer on the cleaning and disinfection procedure outlined in the current IFU. The investigation is still on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the perfusion water from the sorin heater-cooler system 3t tested positive for mycobacterium avium-intracellulare. A customer medwatch report, mw5059152, was received on february 4, 2016. There is no known patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the perfusion water from the sorin heater-cooler system 3t tested positive for mycobacterium avium-intracellulare. A customer medwatch report, mw5059152, was received on february 4, 2016. There is no known patient involvement. The facility tested their units (serial numbers (B)(4)) after receiving (B)(4) from sorin group (B)(4). The facility stated that they had not been following the cleaning and disinfection procedure during the entire time they had the units, and they only started cleaning the unit (though not in accordance with the IFU) about 6 months prior to the event. One of the two units was found to be contaminated. Both of the units ((B)(4)) have been scrapped by the facility for internal damage unrelated to the contamination. The facility has installed a new unit and ordered a second sorin heater-cooler system 3t. Sorin group (B)(4) has concluded that this issue was the result of the user failing to adhere to cleaning and disinfection instructions outlined in the current IFU. As the issue was the result of a user failure, it cannot be related to any relevant record or specification present in the DHR. As corrective action, a sorin group representative was dispatched to the facility to re-train the customer on the cleaning and disinfection procedure outlined in the current IFU, and (B)(4) was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.